Event description:
Reporter alleged the needle from the softclix lancet device will not prime correctly and protrudes outside the end of the cap after it has been fired. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.